Event description:
It was reported the patient was without stimulation. Imaging revealed lead migration. Subsequently, the patient will undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where an additional lead was added. It was noted during the procedure, the physician electively explanted and replaced the patient's ipg with a different model. The patient had effective stimulation coverage postoperative

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.